Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. When the sales rep went to the hospital, it was confirmed that the surgeon did not lock properly. The sales rep explained how to use the product and the problem was solved. Customer¿s request : local letter => no letter required. Qty to be returned : 1 => 0. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservior was used. The reservoir swelled immediately and negative pressure could not be applied. Further details are not provided. It was noted that the surgeon did not lock properly. There were no adverse consequences to the patient.